Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that insulin pump had no delivery alarm and customer was having high blood glucose. Blood glucose level at the time of the incident was unknown. Customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis